Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent ventral hernia repair. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, vaginal prolapse, stage iii apical and perivaginal anterior compartment prolapse, urinary frequency, retained postmenopausal ovaries, cystocele, rectocele. Concurrent procedures: hysterectomy, salpingo-oophorectomy, abdominal sacral colpopexy, cystourethroscopy, suprapubic catheter placement. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided.